Event description:
It was reported that on (B)(6) 2023 a 25-18mm amplatzer talisman pfo occluder was selected for implant to treat a pfo with a tunnel length of 12mm, asa of 7mm, and tunnel height of 2.0mm using an 8f amplatzer talisman delivery system. During preparation, a bulge in the right atrial disc of the device was observed. It was noted that the device was replaced with a new 25-18mm amplatzer talisman pfo occluder. During implant, the right atrial disc was observed as bulging slightly. The operator pressed the sheath to adjust the device, successfully closing the device. The procedure was completed successfully with no adverse patient effects or health effects. No additional information was reported.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 25-18mm amplatzer talisman pfo occluder was selected for implant to treat a pfo with a tunnel length of 12mm, asa of 7mm, and tunnel height of 2.0mm using an 8f amplatzer talisman delivery system. During preparation, a bulge in the right atrial disc of the device was observed. It was noted that the device was replaced with a new 25-18mm amplatzer talisman pfo occluder. During implant, the right atrial disc was observed as bulging slightly. The operator pressed the sheath to adjust the device, successfully closing the device. The procedure was completed successfully with no adverse patient effects or health effects.